Event description:
Clinic notes dated (B)(6) 2013 were received for the patient's referral for generator replacement surgery. On (B)(6) 2013, the nurse interrogated the patient's generator which showed an ifi condition (intensified-follow-up condition), but she was unable to obtain device diagnostics. Follow-up with the treating nurse revealed that she was likely trying to perform generator diagnostics which manufacturer labeling recommends to only perform in the operating room to test the function of the generator. This test is not supposed to be performed in the clinical settings. It is unknown what message was obtained on the handheld. The nurse was provided training regarding how to perform diagnostics. She was unable to obtain diagnostics on the device on (B)(6) 2013 with two different handhelds and wands. However, the programming systems are functioning properly since this event. The nurse reported that she determined that the unit is functioning properly, appropriate care decisions were made and that she now understands the diagnostic procedures. Diagnostics on (B)(6) 2013 were within normal limits. It appears that the inability to perform diagnostics on (B)(6) 2013 may have been user related. The patient has not been evaluated by the nurse again since (B)(6) 2013, but she has been referred to neurosurgery. Although prophylactic generator replacement surgery is likely, it has not occurred to date.

Event description:
Product analysis for the generator was completed. The reported failure to program allegation was not duplicated in the lab. The pulse generator was interrogated at multiple orientations adjacent to the programming wand, with a one inch spacer between the pulse generator and the programming wand. The pulse generator interrogated at all orientations. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.804 volts as measured diagvbat of the final electrical test, shows a non-ifi condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received from a nurse at the physician's office indicating that there was no suspected generator issue, but it was a "battery issue." No other diagnostic tests were performed after (B)(6) 2013 until date of generator replacement on (B)(6) 2013 at which time lead test showed "good impedance." The patient had prophylactic generator replacement surgery on (B)(6) 2013. The explanted generator was received by the manufacturer on (B)(6) 2013. However, product analysis has not been completed to date. The return product form indicated the reason for replacement as end of service (battery depletion), but the near end of service indicator was not marked.

Manufacturer narrative:
.

Manufacturer narrative:
The initial report inadvertently reported the date incorrectly.